Event description:
On (B)(6), 2006, this pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. It was reported the trunk was undersized, and there was thrombus in the aortic neck that did not allow for complete proximal seal, so an aortic extender component was implanted for proximal extension. On (B)(6), 2012, f/u computed tomography reportedly showed a proximal type I endoleak and possible distal type I endoleak. It was reported no aneurysm enlargement was reported at that time, and the undersized trunk and thrombus in the aortic neck reportedly contributed to the proximal type I endoleak. The cause of the distal type I endoleak is unk. On (B)(6), 2012, an intervention was performed to address the proximal type I endoleak and possible distal type I endoleak. An additional device was implanted to address the possible distal endoleak, and coil embolization was performed in the aortic neck to address the proximal type I endoleak. It was reported the proximal type I endoleak persisted after the (B)(6), 2012 intervention. On (B)(6), 2012, a second intervention was performed to treat the persisting type I endoleak with aneurysm enlargement to 7 cm. An additional device was implanted to just distal to the superior mesenteric artery, and bilateral stents were placed in the renal arteries. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The root cause of the distal type I endoleak is unk. Additional devices implanted and involved in this event: (B)(4).